Manufacturer narrative:
Received one device. Confirmed by performing visual and functional performance verification tests (pvt) testing, when attaching a cassette unit displays alarm ''cassette not attached properly¿¿. Replaced downstream occlusion sensor (dso) sensor to fix this issue. Upon further investigation found upstream occlusion sensor (uso) seal is buckling. Replaced uso seal. Performed uso/dso calibration. Performed pvt. Updated software. Unit passed all testing criteria. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not recognizing cassette. There was no patient involvement reported.